Event description:
Extracorporeal photopheresis (ecp) treatment on the cell ex machinewas being performed. We were using anticoagulant citrate dextrose solution aacda as anticoagulant. While charting, the practitioner looked up and noted that a negative fluid balance occurred. It was greater than expected and the return bag was over full and it was greater than 400ml. The practitioner had double checked the settings and the return bag limit was set for 150ml. During the purging air phase, the practitioner had decreased the return rate to 5ml/min to limit excess saline to patient. During the recirculation and draw phase, the practitioner had been adjusting the collection rate and return flow rates to 5ml greater than the collection rate due to peripheral IV access. They were reasonably sure that all settings were correct, however it is possible that the filling of the return bag was due to this operator's error. Because of the labile fluid status of some ecp patients, we wanted to be sure that the cellex kit or instrument was not at fault. We discussed this with therakos and they requested the smart card back and notified biomed. We will send kit to biomed for evaluation and then on to therakos. The patient's treatment was completed without other problems. All fluids were returned to the patient in a safe manner. There were no complaints or side effects. Awaiting response from MFR.